Event description:
Pt was put on e-stim using the mettler electronics system machine for therapy session. The pt alleges during the session, the e-stim became very strong and then stopped causing him 2 burns, which left him with permanent scarring.